Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. Blood loss. Leak. Results pending completion of evaluation. Conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a leak in both red and blue sucker line. There was a blood loss of 3-5cc. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 31, 2018. (B)(4). A visual inspection was performed on the returned sample. It was noted that blood was within the ops valve by the umbrellas. Ops valves are subject to a 100% leak test, to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. The returned sample was manually run through each of these tests to determine if the umbrellas were functioning properly and not allowing air to enter the valve. The returned sample was found to pass all tests and function as intended. A retention sample from the same lot was obtained and manually run through the same tests and found to pass all tests. It is possible that the affected unit had been over pressurized during use, causing the unit to leak; however, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.